Event description:
Healthcare professional reported a deflation. Device has been explanted.

Manufacturer narrative:
Additional, changed and/or corrected data: a.6, b.7, g.1, h.6. Continued h.6. Impact code: f1205.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation was due to a deflation. Device evaluation: visual analysis of the returned device identified: broken shell, crease fold, missing. Leak test was performed and found opening on anterior. A microscopic analysis was performed which identify a striated edge opening, consist with use of a surgical tool on anterior side. The fill test inspection was performed the result is no blockage. Based on the device analysis the final assessment is: a striated edge broken on anterior side due to surgical damage. A piece of the shell is missing the assessment is inconclusive. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a deflation. Device has been explanted.